Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, as it was in a different position that it was originally placed. The dislodgement was confirmed by x-ray. The physician was concerned about repositioning the lead due to possible tissue in the helix, so he decided to replace the lead. He cut the lead to maintain access and implanted an ingevity lead successfully, and then removed the original lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed in two segments, around 50mm from the terminal end. Visual inspection revealed no abnormalities, other than induced damage. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, as it was in a different position that it was originally placed. The dislodgement was confirmed by x-ray. The physician was concerned about repositioning the lead due to possible tissue in the helix, so he decided to replace the lead. He cut the lead to maintain access and implanted an ingevity lead successfully, and then removed the original lead. No additional adverse patient effects were reported.